Event description:
It was reported that the cath lab rn called to verify any add'l troubleshooting methods for the he loss alarms they have occurring. The alarms started immediately after insertion. No blood is present in the drive line, they have switched pumps and exchanged tubing from the quick connect back with no change in the alarms. They have also attempted to pump in 1:2 and the alarm continued. The rn also reported a noticeable drop in helium in the tank pressure. The clinical support specialist (css) reviewed all troubleshooting techniques with the rn. The catheter is visible under fluoroscopy with no noted kinks; it has fully unwrapped and exited the sheath. The balloon pressure waveform (bpw) appears normal according to the rn with no noted widening. The css discussed a leak test with the rn, however since the pump and tubing has been ruled out the rn feels it is catheter related. The css explained our recommendation would then be to remove the intra-aortic balloon (iab). The rn agreed and stated he would call back after the removal and reinsertion with the serial number. At 2200, the css called the rn back, but got no answer. At 2240 the rn called the css directly. The rn stated they have removed the iab and replaced with another fiberoptix sensor (fos) catheter. The pt is stable with no issues noted; there was minimal delay in therapy for the reinsertion. The rn doesn't have the pump serial numbers since the pt is no longer in the lab. The rn saved the catheter for return. The rn stated that the second iab has had no alarms and is supporting the pt well and is achieving the goals of therapy. Add'l info received on (B)(6) 2012 by a call to the css from the cath lab rn stated that he had "checked the catheter under water after removal and noted air bubbles." He feels the shaft may have been "nicked during suturing." Reference MDR #1219856-2012-00021 for the related intra-aortic balloon pump report.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.